Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the patient receive any preoperative chemotherapy or radiation? No. Where in the green gap setting scale was the indicator located prior to firing? In the middle. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes . Did the healthcare professional receive audible and tactile feedback when firing the device? No. How may counter-clockwise revolutions of the adjusting knob were used to open the device? Could not be opened, so no cycle rotation was possible. What is meant by device ¿did not open and had to be removed surgically¿? The device could not be opened and had to be cut out of the patient because stapler got stuck. Was the it the handle or adjusting knob that did not open? Both. Were any staple formation issues identified? If so, please describe the shape. Was a complete washer transection confirmed? No. Was a leak test performed in the primary procedure? What was the result? Since the stapler had to be cut out of the patient, the question of a tightness check of the anastomosis was unnecessary. The stapler did not shoot anastomosis. What is the current patient status? Unknown photo evaluation in progress.

Event description:
It was reported that a sigmaresection in sigma-vaginal fistula, 3.9. Was being performed on a patient with lung tumor disease with bad general condition. The device has probably triggered only incomplete, partially cut, partially stapled. The device did not open and had to be removed surgically. A postoperative resection was performed, a new mechanical anastomosis was created with stoma attachment. It came to a surgery delay time from 1.5h - 2h. The patient had to be transferred to the intensive care unit and is feeling very bad.

Manufacturer narrative:
(B)(4). Batch # r5815c. Photo evaluation: four pictures were provided for a photo evaluation. Pictures one and three show a photo of tissue with staples on it. The staples appear to be with the proper formed shape. Picture two shows two pieces of tissue. A staple is appreciated in it; the staple appears to be formed. Picture four shows one piece of tissue with one staple. Based on the photos reviewed, the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Device evaluation: the complaint device and three sterile samples were returned for analysis. The analysis results found that the cdh33a device a arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. No issues with the adjusting knob were noted at any time during the analysis of the device. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The analysis results found that the cdh33a device b arrived sterile and with no apparent damage. The breakaway washer was present and uncut, and the device was fully loaded with staples, indicating that the device had not being fired. The package was opened and the device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. No issues with the adjusting knob were noted at any time during the analysis of the device. The event described could not be confirmed as the device performed without any difficulties noted. The analysis results found that the cdh33a device c arrived sterile and with no apparent damage. The breakaway washer was present and uncut, and the device was fully loaded with staples, indicating that the device had not being fired. The package was opened and the device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. No issues with the adjusting knob were noted at any time during the analysis of the device. The event described could not be confirmed as the device performed without any difficulties noted. The analysis results found that the cdh33a device d arrived sterile and with no apparent damage. The breakaway washer was present and uncut, and the device was fully loaded with staples, indicating that the device had not being fired. The package was opened and the device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. No issues with the adjusting knob were noted at any time during the analysis of the device. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.